Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead attempted to shock for ventricular tachycardia and fibrillation but were not delivered due to low high voltage impedance. The patient was successfully converted with an external shock. The patient condition was stable. No additional information was reported.